Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant, upon first fixation, there was r wave undersensing. The physician elected to reposition the lead. The physician attempted to reload the lead into the fixation mechanism but, when they tried to screw in the lead, the electrode kept falling out of the deployment tool. The physician attempted again using a surgical instrument, however, was unsuccessful. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that there appeared the tool marks on lead body causing the outer insulation to breach/tear, and the distal conductor distort. Outer insulation breach resolves undersensing. If information is provided in the future, a supplemental report will be issued.